Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Event description:
A healthcare professional reported that four patients experienced endophthalmitis after surgeries. Three patients had undergone vitrectomy and one patient had undergone a combined surgery (phacoemulsification-vitrectomy). All procedures were performed between (B)(6) 2014 in the same operating room but with different surgeons. Additional information was received from the hospital who provided patient (B)(6) 2014 the surgeon performed a vitrectomy, epiretinal membrane peel and triamcinolone injection. At this time the patient is being treated; however, the patient's condition is unknown. Additional information has been requested but not received. This is one of four medical device reports being filed for this facility.